Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly in the middle of the night. Customer reported blood glucose (bg) level was 600 (mg/dl). A correction bolus was delivered to address bg level. The customer subsequently went to the emergency room (ER). While in the ER the customer was able to use the pump for therapy to address bgs. The customer was in the ER for 10 hours and their blood glucose level had lowered to 203 (mg/dl) at the time of they left the ER.